Event description:
The patient had a 9 fr. Dual lumen bard hickman catheter placed approximately three months ago. He was admitted for an infection and was sent for a CT scan. While in radiology the white hickman port was accessed. A blood return was confirmed and the catheter lumen was easily flushed with 10 cc of normal saline solution. 60 ml of contrast for the CT had been drawn up in two 30 ml syringes and injected. During injection of the second syringe there was a "popping" sensation reported and the catheter had a leaking of fluid proximal to the bifurcation, with a hole in the catheter lumen. The catheter was immediately clamped, taped and covered by the nurse (rn). The patient received approximately 45 cc of the total contrast dose. The patient returned to his unit and the line was evaluated by a general surgeon. The patient went to the operating room for catheter replacement that day.